Event description:
It was reported that during an esophagectomy procedure, the device was locked out at the first firing. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the 6tb45 device was received with the firing mechanism damaged and with two blue reloads present. Reload a was received partially fired and with the lockout spring normal, reload b was received fully fired and with the lockout spring normal. No functional test could be performed due to the condition of the device.the device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken.while no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device attempted to fire on thicker tissue then indicated or attempted to fire trough a locked reload in previous firings. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4) qa.a batch record review was performed and no anomalies were found during the manufacturing process.